Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient had a late infection three years postoperatively and was treated with two stage reimplantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices: nexgen tibial component, catalog #unk, lot #unk. Nexgen articular surface, catalog #unk, lot #unk. Nexgen patella implant, catalog #unk, lot #unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.